Event description:
Our customer reported a disconnection (of a customer made connection) to cardioplegia 'y' connector which resulted in a few hundred cc's of blood loss. A transfusion was required with no clinical consequences to the patient. It is unknown when the disconnection occurred during the surgery or the length of time the procedure was delayed. No sample or lot number was provided.

Manufacturer narrative:
A sample was not received, nor was a lot number provided by our customer. Unknown why customer connection disconnected during surgery. This facility will include this complaint in our associate awareness training. (B)(4).